Event description:
Right after the thawing of the cryomacs freezing bag containing stem cells, the operator noticed a leak at the connection between tube and bag. The patient was treated with backup material. The cryomacs freezing bag probably broke due to mechanical stress during handling. The overwrap bag provided with the freezing bag was not used for storage to stabilize the bag and if necessary rescue the cells. No metal cassette was used for storage. Both steps are described in the product information sheet. The complaint database was analysed for similar incidents with this lot. This was found to be the second complaint with a breakage of the bag for this lot. For this lot so far (B)(4) boxes with (B)(4) bags have been sold. The complaint rate is (B)(4).